Event description:
It was reported that black ink was found on the bd plastipak¿ luer-lok¿ syringe plunger before use. The following information was provided by the initial reporter, translated from french to english: "syringe with black ink on the plunger".

Manufacturer narrative:
Investigation: two photos were provided to our quality engineer for investigation. Through visual inspection, black spots were observed on the thumb press. It was determined the spots consist of embedded polypropylene material from the molding process. A device history review was performed for reported lot 1811244, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Machines routinely undergo proper maintenance and cleaning and product is both visually and functionally tested to avoid any defects. This is a cosmetic defect that will not affect the functionality of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black ink was found on the bd plastipak¿ luer-lok¿ syringe plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe with black ink on the plunger".